Manufacturer narrative:
UDI - (B)(4). The certas valve was not returned for evaluation (still implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for the issue reported by the customer is probably due to user error, as the device was not returned this is the only conclusion possible.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). Lot number provided: DHR - lot 4776342, conformed to the specifications when released to stock.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after implantation of the certas valve, "you can remove the deflector from the ventricular catheter at both valves. One diverter in the brain tissue was detected and a re-operation is expected. One deflector was detected once near the ear (4cm behind the placement point). The valve remains implanted. This event led to increase surgery time of an hour."